Manufacturer narrative:
(B)(4): analysis of the lead found no anomaly. Analysis of the stylet found stylet wire dimension out of specification. The returned stylet was unable to be passed through the electrode area of the returned lead or a know good octad lead. The bend at the distal end of the stylet wire was the correct angle, but the radius of the bend was out of specification.

Event description:
It was reported the stylet would not fully seat in lead. Stylet was not used; a different lead was used. There were no patient symptoms/injuries related to this event. Patient status was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).